Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The patient¿s medical history included chronic back pain. The patient reported that they had a refill with their previous managing physician before he closed his practice and about a week after the refill, she felt like she was going through withdrawal. The patient called her new pain management doctor, and he saw her and was able to prescribe dilaudid po until the pump could be refilled as he thinks it could be a compound medication issue. The physician plans to refill the pump with new medication and if the patient does not get relief, he will send her to another physician to see what the problem could be but since this issue happened after the refill with the previous managing physician that is why he thinks this is a medication issue. The patient would have the refill at the office on (B)(6) 2021. Per the patient there were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they interrogated the device and ran logs. The actions and interventions taken to resolve the issue was they talked with the physician about the interventions and actions he would like to take. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. Additional information received on 01-apr-2021 reported that the patient was in today and they are switching the drug out to dilaudid they got from a different compounding pharmacy. Additional information received on 2021-04-07 reported that the cause for the patient¿s symptoms were not determined. The patient was seeing the healthcare provider to proceed with surgical intervention. Changing the medication did not change or resolve the issue.

Event description:
Additional information was received from the rep who reported that surgical intervention is planned for (B)(6) 2021 where a possible catheter revision may occur. The cause of the symptoms could not be determined yet and the devices remain implanted.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial report should have included the patient was receiving dilaudid 45mg/ml at 11.499mg/day via an implantable pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the device manufacturer representative indicated that the pump and catheter were replaced today. It was reported that the physician had claimed something was wrong with the pump. The pump and catheter will be returned for analysis after they are released from pathology.